Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) helix disengaged from helical channel. Additional analyst comment - the lead was received with the helix fully retracted. The helix has been over-retracted, which most likely contributed to helix issue. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) helix disengaged from helical channel. Additional analyst comment - the lead was received with the helix fully retracted. The helix has been over-retracted, which most likely contributed to helix issue. Full lead returned and analyzed.

Event description:
It was reported that during an implant attempt, the lead helilx would not deploy. The helix had been retracted and deployed several times to find appropriate sensing values. After the fourth retraction, the helix could not be deployed after several turns. The lead was replaced. No patient complications were reported as a result of this event.